Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition with scratched screen. The moment the device was powered up the device started double beeping, replace downstream sensor. Fm-dp-20085-08 was used to test the back-up capacitor. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. The cause of the reported issue was the downstream sensor. The downstream sensor was replaced to correct the reported issue.

Event description:
It was reported that during testing, a smiths medical cadd legacy pump exhibited double beeped for no cassette. No adverse effects were reported.